Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1: (B)(6) hospital.

Event description:
It was reported that the procedure was to treat moderately tortuous, moderately calcified left anterior descending artery that is 100% stenosed. The 3.5x38mm xience skypoint stent delivery system (sds) failed to cross the lesion due to anatomy. When removing the sds resistance was met with the guide catheter and the stent dislodged. The guide catheter was removed and the stent was noted to be inside the guide catheter. Another device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.